Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times during a basal attempt. The customer's blood glucose reading was 153mg/dl at the time of incident. The customer indicated that they have previously had troubleshooting for this product and the problems persist. Customer declined to troubleshoot. No further details given.